Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they are having trouble with the external devices connecting to the implant and they can't get it to connect to the implant. Patient said they had an appointment with their pain management doctor yesterday and a rep did some adjustments on group c and it was helping. Patient woke up this morning trying to adjust the stimulation down a little bit but they couldn't get the device connected. Patient mentioned they were shown how to do a hard reset of the device before and they have done that and it just won't work for them. Patient stated when they lean back on the ins area they get a rush of stimulation going down both legs that's why they need to decrease the intensity. Agent assisted patient with resetting the communicator and closing out of all running applications. Patient was able to connect and see their settings. The troubleshooting steps that were taken on the call resolved the issue. Handset 61%, communica tor 100% charged. Agent reviewed device function and recommend patient consult with healthcare provider office for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.